Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient. Final implant depth was 4mm on the ncc and 5mm on the lcc. Patient had atrial fibrillation prior to implant and developed heart block that required a pacemaker implant post implant. The patient is stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the navitor valve was implanted in a patient. Final implant depth was 4mm on the ncc and 5mm on the lcc. Patient had atrial fibrillation prior to implant and developed heart block that required a pacemaker implant post implant. The patient is stable. Based on the available information, a cause for the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.